Event description:
It was reported that by patient's sister that patient fell and since then has been having worsening seizures. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received from physician. He does not know when fall happened. The cause of increase in seizures is "other - notes do not say anything about an increase in seizures". The physician reports that vns is effective for patient and patient has good efficacy, no increase in seizures. Device evaluation is not needed as the reported event has been confirmed invalid by the managing physician. No other relevant information has been received to date.

Manufacturer narrative:
H3: code 81; device evaluation is not necessary because the reported event(s) have been confirmed invalid.

Manufacturer narrative:
B5. Describe event; corrected information; d6b. Explant date; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that patient had a generator replacement due to battery depletion. No other relevant information has been received to date. The explanted device has not been received to date.